Manufacturer narrative:
Originally the claim was determined to be reportable, but upon further review was determined there was no patient contact (lens did not touch the eye). Therefore not reportable. Claim #(B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6. -10.5 diopter implantable collamer lens tore/broke during injection/delivery into the patients right eye (od) on (B)(6) 2024. There was no patient contact(lens did not touch the eye). Back-up lens implanted and problem resolved.